Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission, revealed the right ventricular (rv) lead exhibited a loss of capture and oversensing. Programming changes were suggested. There were no patient consequences.